Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. It was noted the mean pressure gradient was 2mmhg. An xtw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure increased to 11mmhg. Due to the increased gradient, the physician decided to remove and replace the clip. Upon removal of the clip, it was observed the clip became caught on the steerable guide catheter (sgc) tip. The physician forcefully pulled on the clip delivery system (cds), causing the clip to detach from the system and migrate towards the valve. A non-abbott snare was used to retrieve the clip. It was noted that the soft tip of the sgc was bent. During preparation for the second sgc, a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. One clip was then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port leak was confirmed via device analysis. Additionally, the flush port was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the sem results and the returned device analysis, the reported cracked flush port luer resulting in a leak was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.